Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the microblender could not get the alarm sound at all. The customer set the control knob at 60% and flow from 2lpm to wide open just connecting the air then connecting just the oxygen there is no alarm. As of this time, there is no information about patient involvement associated with this reported event.